Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "overinfusion." "We have had an infusomat involved in an incident. The users reported that the 250ml infusion bag had emptied almost 10hours too early. Please see the incident details below: date: (B)(6) 2021. Time: 03:00. Actual impact: a. No harm (green). Type: medical devices and equipment. Cause group: device defects and faults. Cause: possible fault/defect. Site: (B)(6) hospital. Division: anaesthetics. Department: general hdu. "This patient developed fast atrial fibrillation which caused him to be haemodynamically compromised. He was prescribed and administered 300mgs amiodarone as a loading dose and was also cardioverted using 100joules. Initially he responded to this but then relapsed back into fast atrial fibrillation. As a result he was cardioverted again using 150joules which he responded to with no further cardioversion required. A maintenance dose of amiodarone was subsequently prescribed and administered with the infusion commenced at 13:01hours to run over 24hours at a rate of 10.4mls per hour through an infusion pump. However it was noted that the infusion bag had completely been infused by 03:00hours. The patient's heart rate was between 64-60 beats per minute upon completion of the infusion."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact and undamaged. The device was slightly dirty, and the operating unit was damaged. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The infusion was started with a rate of 10,4 ml/h and a volume of 250ml. During the therapy, a pressure alarm and an upstream alarm occurred. The reason for the alarms could not be clarified. No other abnormities were found. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -2,54%. 2.6 the device was disassembled, and the inside was investigated. The operating unit was damaged. No other damages were found inside the device. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.